Event description:
It was reported to nova biomedical that a consumer received a high reading on her blood glucose meter. She realized her blood sugar could not be high because of how she felt, but her husband called for emergency intervention. Their results on the consumer showed her to be within normal blood glucose range. No other intervention was required. During troubleshooting with control solution that was not used for 1-2 years, it was discovered the control solutions were expired and were never used for 1-2 years and not used on these test strips. The meter in question will be returned for evaluation. The test strips in questions were used up.